Manufacturer narrative:
Hematuria: the cause of the injury was not determined due to insufficient clinical details. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue was most likely related to use of the device, as position adjustment resolved the hemolysis issue. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Event description:
An impella cp was inserted via right femoral artery in a 52-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Upon transfer to the intensive care unit, it was observed the patient had hematuria. Echocardiogram showed the impella was shallow. The device was repositioned and urine in the foley catheter started to clear. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.